Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was reported. No additional information was available at this time.